Manufacturer narrative:
Unit passed functional test inclouding seat, rewind basic occlusion and occlusion tests. No excessive no delivery alarms notes.

Event description:
Nurse called to report that customer had been hospitalized for low blood glucose levels. Found that customer may have been connected to the pump when she performed the manual prime. Safety measures were given to the customer to avoid future episodes.